Event description:
It was reported that the right atrial (ra) lead fell into the right ventricular (rv) lead. This lead was capturing right ventricular (rv) at high output with no oversensing noted. Ra lead reposition was planned and to date, this device remains in service. No additional adverse patient effects were reported.